Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were having trouble with frequency and lack of bladder control which started about two days ago. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed initially as the patient needed to first charge up the handset and communicator. The caller was redirected to call patient services once they charged up the handset and communicator in order to review how to make an adjustment. The patient called back the same day stating they'd charged the handset however patient services had to review how to charge the communicator. The patient was going to charge the communicator and then call back. The patient called back again that same day after charging the communicator, and with the assistance of patient services, they were able to increase the stimulation to where they could feel it. Additional information was received from the patient on 2021-jul-19. They reported that issue has not yet resolved and asked for assistance in making another adjustment. It was determined that handset needs to be charged so patient did plug in during the call. Patient will be calling back once charged for review on how to make an adjustment. Patient called back and states increasing stim didn't seem to resolve their frequency and urgency issues. Patient states they still are also experiencing leaking and thinks they need to increase stim more. Patient services walked pt through increasing stim from 3.5 volts to 5.0 volts on program 7. Patient reports they will continue to monitor symptoms to see if they improve. Additional information was received from the patient on 2021-oct-22. They reported that they did not think it was working very well. The patient stated they were having a lot of urinary frequency and that they did not make it to the bathroom in time. The patient then asked for assistance in increasing amplitude and patient services reviewed how to do so. The patient increased to 6.5 and indicated they felt comfortable stimulation sensation. It was recommended the patient follow up with their managing health care professional (hcp) if the issue was not resolved. The patient called back on the same day repeating their previously reported symptom information and stating since calling in and making an increase, they were now in a lot of pain. The patient then requested assistance in decreasing stimulation. Patient services worked with the patient and their control equipment and when the patient connected they reported seeing the ¿select a program screen then: program 1, therapy off.¿ patient services reviewed information about what program the patient had been using and the patient did not remember using any program other than 7. The patient said that their health care professional (hcp) had told them to call the manufacturer company but their symptoms had not gotten any better in the last couple of weeks, they¿ve gotten worse. Patient services reviewed general interstim information and the patient wanted to try program 1 so they increased to 1.1. The patient confirmed they did not feel stimulation but they wanted to try it there. It was recommended to the patient that they monitor their symptoms and report their change of symptoms to their hcp.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.